Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently and imaging discovered a type iii fabric endoleak. Two aortic cuffs were implanted, to ensure adequate coverage length, and the type iii endoleak was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.